Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event (including sections e2 & e3) but with no results. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. However, based on the available information, the investigation determined the likely cause of the reported event was that the end user did not turn on the power switch of the subject device.

Manufacturer narrative:
The problem was resolved through troubleshooting with olympus technical support via the phone. While troubleshooting, the user noted that the cv-190 was powered off. Upon powering on the unit, the image appeared. In addition, it was noted that the s-video cable was not connected. The user was directed to connect the cable. The reported problem could not be confirmed while troubleshooting and an assignable cause could not be identified. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, there was no signal and a message of "searching" was generated; no image was produced on the monitor. There was no patient injury, associated with the problem, reported to olympus.